Event description:
After pipetting an htlv plate on summit the technician noticed that low sample reagent was delivered in well h12. No error was generated by the summit. No death or serious injury was associated with this incident.